Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient thinks he turned off his device on accident. The symptoms resolved when the ins was turned back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed their implantable neurostimulator (ins) turned off after they walked through "the transmission yard." They stated they work at a power plant. It was noticed that their symptom returned, so theywent to check the ins and it showed as off. The patient was able to turn it back on. It was reviewed with the patient that possible strong emi sources may cause this. They were redirected to follow-up with their hcp to see if there was any change in therapy, otherwise, the patient should keep their programmer nearby in the case they need to use it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) to discuss the case. It was reported that the patient has been working in this capacity for six months and this is the only time that they have been made aware where the patient feels the device was turned off. The caller said the patient has dystonia so feeling stim can be delayed.